Manufacturer narrative:
The investigation could not determine a specific root cause due to the lack of relevant information.

Event description:
The customer received questionable results for troponin t short turn around time (tnt stat) on two patient samples. Of the two, it was determined that one patient had erroneous results that were reported outside of the laboratory. All results are in ng/ml. The customer indicated that maintenance had been performed last night. Qc on measuring cell (mc)1 was above the mean. Qc was repeated after calibration and was close to the mean. The customer indicated that calibration was acceptable and qc would have to have been acceptable before patients were run. Patient 1 had an initial tnt stat result of 0.037 on mc1, which was reported outside of the laboratory. The sample was repeated on mc2 and generated a result of <0.01. The sample was then repeated on another instrument and generated a result of <0.01. After the assay was calibrated, the sample was repeated on mc1 and generated a result of <0.01. The customer could not indicate if any of the results were accompanied by data flags. The repeat result was deemed to be correct. The patient was admitted to the hospital, but the customer was unable to clarify if the admission was due to the erroneous results. The customer indicated the patient had "other" health issues, but could not provide further clarification. The customer indicated the patient was going to receive medication, but the customer called and corrected the result before any treatment started. The patient was not treated based on the erroneous result. Patient 2 had an initial tnt stat result of 0.04 on mc1, which was not reported outside of the laboratory. The sample was repeated after calibration and generated a result of <0.01. The customer could not indicate if any of the results were accompanied by data flags. The repeat result was deemed to be correct. There was no adverse event. The lot number of the tnt stat reagent in use was 17505301, with an expiration date of 11/30/2014. The field service representative could not find a cause. He performed a precision check on both mcs and could not reproduce the problem. The customer recalibrated and has not had any issues since. On further follow up with the customer, they indicated they are repeating negative patient sample after each calibration and they've had no further problems.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.